Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test and sensor failed per specifications due to high readings. It was unable to perform needle anomaly test due to customer did not return needle sensor.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low at 42 mg/dl and the insulin pump went into threshold suspend but his blood glucose level was 103 mg/dl. Customer stated that this happened three times and he turned the sensor feature off. The customer also mentioned he had bleeding at site when inserting the sensor. He found blood at the sensor connector and had to change the sensor.